Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2020 and the blood glucose value was 600 mg/dl. The customer was treated with bag of fluids, manual injection and bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer was unable to continued the troubleshooting. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.